Event description:
During an in clinic follow up, high pacing impedance was observed on the device. No intervention has been performed or is intended at this time. The patient was stable and will continue being monitored.